Manufacturer narrative:
(B)(4). Date sent: 4/13/2020. D4: batch #t94852. Investigation summary: the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the for the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: the broken piece was retrieved from the patient by a forceps via a trocar. The patient is stable. The alarm was not occurred before the blade was broken. The piece of the broken blade will be returned with the device.

Event description:
It was reported that,during a laparoscopic hysterectomy, the blade broke off when the device was activated two to three times. The broken pieces were retrieved from the patient by a forceps via a trocar. The surgeon commented that the device was not activated without clamping any tissue. The device was used on the ligaments. No pieces were left inside the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.